Event description:
The customer reported elevated troponin I (accutni) results, for multiple patients, involving unicel dxi 800 access immunoassay system. This report refers to patient number one. Subsequent testing produced a result within the reference range. The elevated results were released out of the laboratory and questioned by physicians. Amended reports were released to physicians. The customer noted there was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2009 and discovered imprecision for wash portion of system check. The fse verified correct alignments. The fse cleaned aspirate tubing lines and replaced peristaltic pump and tubing. System check wash returned within specifications. High sensitive (hs) system check foam/no foam and prevision test passed successfully. The unit conformed to the manufacturer's published performance specifications. Patient samples were collected in plastic bd lithium heparin plasma tubes with gel separator. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-04289, 2122870-2011-04290, 2122870-2011-04291, 2122870-2011-04292, 2122870-2011-04293, 2122870-2011-04294, 2122870-2011-04295, 2122870-2011-04296, 2122870-2011-04297, 2122870-2011-04333, 2122870-2011-04334, 2122870-2011-04335, 2122870-2011-04336.